Manufacturer narrative:
The customer's address is unknown. (B)(6), USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd integra¿ syringe with detachable needle broke off into the patient's buttocks while injecting b12. The consumer went to the ER to have an x-ray and MRI done, where the needle was located but not removed. The following information was provided by the initial reporter: "consumer stated, when taking injection, she heard a loud "pop". Stated, the needle broke off in her buttocks. Stated, she pulled the "spring" from the barrel of syringe and there was no needle found. Stated, she went to ER and had "xray and MRI" done. Stated, needle was located on film. Stated, she's experiencing pain. Stated, she went on vacation after incident because did not want to miss out on planned vacation? Stated, she may have surgery to remove needle. Stated, she went to an ER out of her network and is concerned if she'll be responsible for bills. Consumer discarded the sample. Consumer reported the complaint one month and two days after incident." "Customer was giving herself a b12 shot with a syringe. She said after she was done giving herself the shot the needle stayed stuck in her. She went to the ER but they did not take the needle out the needle is still in patient".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the needle of the bd integra¿ syringe with detachable needle broke off into the patient's buttocks while injecting b12. The consumer went to the ER to have an x-ray and MRI done, where the needle was located but not removed. The following information was provided by the initial reporter: "consumer stated, when taking injection, she heard a loud "pop". Stated, the needle broke off in her buttocks stated, she pulled the "spring" from the barrel of syringe and there was no needle found. Stated, she went to ER and had "xray and MRI" done. Stated, needle was located on film stated, she's experiencing pain stated, she went on vacation after incident because did not want to miss out on planned vacation? Stated, she may have surgery to remove needle stated, she went to an ER out of her network and is concerned if she'll be responsible for bills consumer discarded the sample consumer reported the complaint one month and two days after incident." "Customer was giving herself a b12 shot with a syringe. She said after she was done giving herself the shot the needle stayed stuck in her. She went to the ER but they did not take the needle out the needle is still in patient".